Event description:
The reporter stated that the male luer swivel detached from the dome and the female luer on the stopcock will not tighten onto the male luer lock on the dome. This event reported to reporter by user facility.